Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator's gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The issue was related to defective air gas module. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module, as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Evaluation of received device logs, confirmed the claimed internal leakage test failure. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor.

Event description:
Manufacturer's ref. #: (B)(4).